Event description:
It was reported by the hospital that during surgery, 2 crossfix devices (curved and straight) has misfired. As a result, there was a 5 minutes delay, and a part of the meniscus to be repaired had to be removed.

Manufacturer narrative:
Ref: (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Devices were returned and investigated by cayenne engineering. Upon investigation, all devices functioned as intended. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a possible use error due to torqueing of the dual needles. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the hospital that during surgery, 2 crossfix devices (curved and straight) has misfired. As a result, there was a 5 minutes delay, and a part of the meniscus to be repaired had to be removed.